Event description:
Unit was just in for repair and the swivel lock is jammed and hard to rotate to the locked position.

Manufacturer narrative:
Integra has completed their internal investigation on 01sep2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: the swivel lock is jammed and hard to rotate to the locked position. This device was manufactured on december 31st 2012 and a review of dhrs with lot code 124 showed that the lots passed the required inspection points without mrrs or variances. Service history: 4/27/2016, 1/5/2016, 10/29/2015, 8/31/2015, 7/28/2015, and 6/30/2015. A two year lookback in complaint system for this reported failure and or related to " lock is jammed and tight" for this product ID shows that 4 complaints were received including this case. No new design or manufacturing trends have been identified. Of the 4 complaints this complaint was the only to be reported following service. This issue will be monitored. In summary: the end users reason for return was verified however the root cause could not be determined. This issue will be monitored. An in service is being recommended with focus to this device as this device has been serviced five times last year and this is the third time that this device has been serviced this year.